Event description:
The customer contacted physio-control to report that during a patient event their device's service indicator came on. The customer advised that the device functioned throughout the event and that they did not observe any discrepancies other than the service indicator being present. The patient did not survive the event; however, the paramedic who treated the patient advised that device use did not contribute to the patient's outcome. No further details about the patient, or the event, were provided by the customer. Although the only reported issue was the service indicator being present, the event code logged in the device's memory indicates that the device had the potential to lock-up.

Manufacturer narrative:
(B)(4). Physio-control examined the customer's device and observed one occurrence of the potentially critical event code in the memory, but was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. The cause of the reported issue could not be determined.